Event description:
The deep brain stimulator was received from a funeral home. Device removed prior to cremation. The cause of death and its relationship to deep brain stimulator therapy was not reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Final device analysis of the deep brain stimulator revealed 'no anomaly found, normal device function'. The extension was ok, but cut through (suspected explant damage). Final device analysis revealed 'no significant anomalies.